Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient has alleged black particles. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a manufacturer service center. There was no error code found. The manufacturer is submitting a final report at this time and mention unit passed final test.